Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in electronic instructions for use everolimus eluting coronary stent systems xience sierra ce (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) the patient presented with non-st elevated myocardial infarction (nstemi). A 4.0x18mm xience sierra drug eluting stent (des) was implanted.on (B)(6) 2020 the patient was re-hospitalized with a nstemi. It is unknown what treatment was performed and what the final patient outcome was. No additional information was provided.